Event description:
It was reported that during arcr procedure, after final suturing, it was found that the tip of the needle snapped off. The broken tip was retrieved. No patient injury was reported. The procedure completed with affected device. No need to use backup.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.

Manufacturer narrative:
Investigator confirmed the broken tip needle malfunction after evaluating the returned device the needle tip has been snapped at the suture slot area. Investigator was unable to test the device due to the damage presented in the needle tip. The fractured suture slot condition indicates material stress was involved. There is bowing and the needle tip has scratches, base metal is visible. The tip also has dings along the edges and the point is curled over. These symptoms indicate contact with another instrument or device. Twisting or bending of the needle in an attempt to dislodge the needle tip may result in breakage of the needle. No root cause related to the manufacture of this device was established.